Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field:b7, g2. The getinge service technician verified there was no blood or discoloration in the helium tubing. She placed the technician on speaker phone for multiple nurses in the room. The technician had her properly troubleshoot this alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. The getinge technician reviewed the nature of this alarm and different clinical possibilities. The patient was both tachycardic and ventilated with a peep of 8. The technician encouraged her to call back should the alarm go off several times in an hour so the getinge technician could troubleshoot it together. The technician provided their direct number and collected product surveillance information. At 5:35, a direct call to the technician stated she was bedside nurse. She stated she was seeing random pauses in the balloon pump. The tech reviewed a screenshot that showed the pump in pressure trigger with no pause on the image. The tech explained changing out the ECG electrodes and adding a dot of doppler gel would improve conductivity. She texted a short time later with a video that showed ectopy causing the balloon to not inflate on those beats. She also sent a screenshot of ubeds. The tech explained to her what was going on in both images. She stated, ¿I don¿t understand why the pump keeps having the pause.¿ the tech explained a second time why ectopy would affect the arterial waveform and balloon inflation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during use on patient cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was no harm or injury.